Event description:
It was reported the pt has not used his system for over 4 years due to ineffective pain relief. Further info is unavailable at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.